Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: three photos sample were provided to our quality team for evaluation. Through visual inspection, pieces/components at the end of the tubing are not recognizable as bd components. A device history record could not be evaluated as the lot number is unknown. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacture narration.

Event description:
Description of the problem (what / why) - valve cut off / missing. How many times did the defect occur - once. Medical intervention (other than first aid) - not required. Needle stick/probe stick - not required. Other measures taken - yes. Safety problem - no. Problem solved - yes. How was the problem solved / additional information - new valve mounted. Photo / sample available - photo: yes / sample: no. Safety valve broken / damaged / defective - cut off / missing. Safety clamp open if valve broken. / damaged. / d.. - no indication / not applicable. Safety valve lug broken / damaged - no indication / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Successful drainage - yes, after application of a new valve. Impact on patient - new valve mounted contact with blood / body fluids - no indication / not applicable change in course of treatment due to event - no indication of this / not applicable. Time spent in catheter - 2023-03-24 where is the catheter located: in the abdomen or chest? - abdomen. Connected device (pleurx/peritx/brand) - 50-7050. Procedure performed by - worker. Performed at - home. Additional information - none / not relevant. Response received: see my answers in green behind the questions. Per provided picture access tip is connected to catheter, please clarify did they connect the access tip to a catheter without a valve? - not known. Was the provided pic taken after the new valve mounted. - picture 3 was taken after valve change. Was the clamp open when valve disconnected from the catheter? - not known. Was there any damage noticed on catheter valve? - not known, valve missing. What was the impact to the patient? - valve change.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0501. Patient problem code: f26.

Event description:
Description of the problem: (what / why) valve cut off, missing. How many times did the defect occur? Once. Medical intervention: (other than first aid), not required. Needle stick/probe stick: not required. Other measures taken: yes. Safety problem: no. Problem solved: yes. How was the problem solved, additional information: new valve mounted. Photo / sample available: photo: yes, sample: no. Safety valve broken, damaged, defective: cut off, missing. Safety clamp open if valve broken, damaged: no indication. Not applicable. Safety valve lug broken, damaged: no indication. Not applicable. Locking tab broken, damaged: no indication. Not applicable. Leakage: no indication. Not applicable. Successful drainage: yes, after application of a new valve. Impact on patient: new valve mounted. Contact with blood / body fluids: no indication. Not applicable. Change in course of treatment due to event: no indication of this. Not applicable. Time spent in catheter: (B)(6) 2023. Where is the catheter located: in the abdomen or chest? Abdomen. Connected device (pleurx/peritx/brand): 50-7050. Procedure performed by: worker. Performed at: home. Additional information: none, not relevant. Response received: see my answers in green behind the questions. Per provided picture access tip is connected to catheter, please clarify did they connect the access tip to a catheter without a valve? Not known. Was the provided pic taken after the new valve mounted? Picture 3 was taken after valve change. Was the clamp open when valve disconnected from the catheter? Not known. Was there any damage noticed on catheter valve? Not known, valve missing. What was the impact to the patient? Valve change.